Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. In addition, the following non-reportable malfunctions were found during device evaluation: due to a pinhole on connecting tube, water tightness is lost, light guide lens has a crack, adhesive around the light guide lens is peeled, adhesive around the objective lens is peeled, objective lens has a crack, switch cover plate peeling, nozzle is deformed, switch button 1 has a scratch, adhesive on bending section has: white-clouded area, crack, scratch, and chip. Due to wear of angle wire, the play of up/down knob and bending angle in up direction are out of specification, due to a dent on scope cover, water tightness is lost, due to clogging of nozzle, water removal ability does not meet specifications, plastic distal end cover has a dent, scope cover plate has peeling, up/down knob is dirty, protector of universal cord on control section side has a scratch, and universal cord has a dent. The investigation is ongoing. A supplemental report will be submitted upon the investigation's completion or if the user facility provides any additional information.

Event description:
The customer reported to olympus that the evis lucera colonovideoscope connecting tube has a cut and coating peeling. During inspection and evaluation, nozzle is clogged with foreign matter. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during incoming inspection and evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The customer confirmed they cleaned, disinfected, and sterilized the product before sending it to olympus. The customer did not know when the foreign material adhered to the endoscope, or what the foreign material was. There was no delay in the start of precleaning. There was no abnormalities in the accessories used for reprocessing. The customer flushed the air/water nozzle with water and air; wiped/brushed the air/water nozzle with clean lint-free cloths, brushes, or sponges; and flushed the air/water nozzle with the detergent solution. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus could not identify the foreign material. A root cause cannot be specified.  The event can be detected/prevented by following the instructions for use (chapter 3 preparation and inspection) which state: "[inspection of the endoscope] 9. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. [Inspection of the objective lens cleaning function] inspection of the water feeding function: 1. Keep the air/water valve¿s hole covered with your finger and depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens.". Olympus will continue to monitor field performance for this device.